Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion occurred. Reportedly the customer is using cold insulin, pulling insulin from old cartridges and putting it back in a new vial of insulin. Clinical support informed the customer that using cold insulin and pulling insulin from old cartridge and putting it back in a new vial is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery.